Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043578) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. She reported she was in pain from having the devices for two years before the fight with her doctor to have them taken out. She stated the main reason for them coming out was the right one was bent. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory autority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and was in pain from having them for two years (interpreted as pelvic pain), until she had the devices removed. The main reason for them coming out was right one was bent (seen as device shape alteration) these events are serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case the fact the device was bent could have contributed for the intensity of pain. Therefore, causal relationship between the reported events and essure use is assessed as related. Since essure removal was required, this case is regarded as incident. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date.